Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager locked on main station, fridge was not closed properly. A field service engineer examined the latch and hasp alignment and removed the housing and remounted it further forward, ensuring it was vertically aligned to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager locked on main station, fridge was not closed properly. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.